Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taperloc stem was unsterile, through the packaging upon opening of the implant. No additional information was available at the time of this report.

Event description:
There is no update to the previous complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photo(s) identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event occurred in an operating room or as part of a medical procedure; medical records were not provided the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Supplemental report has been provided as the sales rep provided additional information to the complaint description originally provided under MFR #0001825034 - 2022 - 02755 in section b5. Sections updated: b4 b5 d4 g3 g6 h2 h4 h10

Event description:
It was reported that the taperloc stem was found unsterile through the packaging upon opening the implant. The delay was probably 2 minutes for the rep to run back to the implant room and grab another implant.